Event description:
Same case as MDR: 2134265-2014-00349; 2134265-2014-00348. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the mdu-5 plus was received in good condition. The unit passed the mdu-5 plus basic functional test and no error messages were observed during the test. The unit successfully underwent a continuous burn-in for 4 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-00349; 2134265-2014-00348. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).